Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of escherichia coli on (B)(6) 2025, 2 cfu's of bacillus spp and 7 cfu's of bacillus flexus on (B)(6) 2025, 1 cfu of staphyloccocus hominis and 1 cfu of enterococcus faecium on (B)(6) 2025. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the completed investigation's review of the results of third-party testing, and the device evaluation and the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h4, h6, h11. The user facility provided the following result of the culture test, performed at the third-party labs: sampling from:brushings/washings. Cfu:isolated. Bacterial identification:escherichia coli. Sampling date: (B)(6) 2025. Sampling from:brushings/washings. Cfu:isolated. Bacterial identification:escherichia coli, bacillus spp. Sampling date: (B)(6) 2025. Sampling from:not available irrigatipn. Cfu:scanty growth. Bacterial identification:staphylococcus hominis. Sampling date: (B)(6) 2025. Sampling from:soluscope. Cfu: scanty growth. Bacterial identification:enterococcus faecium. Sampling date: scanty growth. Sampling from:air/water. Cfu:no growth. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from:brushings/washings. Cfu:isolated. Bacterial identification:escherichia col. Sampling date: (B)(6) 2025. Sampling from:brushings/washings. Cfu:isolated. Bacterial identification:escherichia coli, bacillus spp. Sampling date: (B)(6) 2025. Sampling from:not available irrigatipn. Cfu:scanty growth. Bacterial identification:staphylococcus hominis. Sampling date: (B)(6) 2025. Sampling from:soluscope. Cfu:scanty growth. Bacterial identification:enterococcus faecium. Sampling date:scanty growth. Sampling from:air/water. Cfu:no growth. Bacterial identification:na. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from unknown. Cfu: no growth. Bacterial identification: na. Sampling date: 13,jun,2025. Sampling from: unknown. Cfu: no growth. Bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.